Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the o3 sensor emitters and detector are too rounded, and protrude far enough out that causes skin indentations, the attached pictures are examples of 20 seconds of light pressure applied evenly on the sensor. This was noted by us, no customer complaint from the attached picture. I don¿t have pictures of the actual patient skin, however, the customer complained that this will be an issue for his patients. There was no reference made or information given by the customer, on which specific patient this happened. We couldn¿t follow up. Picture attached is from another patient, where no complaint was made, but we noticed indentations left on the skin. His concern was specifically for prone patients and for beach chair applications, where the forehead is strapped and pinned against the back cushion for stability. Same thing on the prone patients. No known impact or consequence to patient.